Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that there were short nst (non-sustained tachycardia) episodes. The lead polarity was changed, resulting in higher r-wave amplitudes.

Event description:
It was reported that the right ventricular (rv) lead noted t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.